Event description:
On 6/20/00 contact was made with the equipment supply coordinator who then referred the MFR to the clinical resource nurse. The clinical resource nurse stated that the catheter in question had been inserted into a new admission without incident. There was bleeding noted at that time. An x-ray was performed to verify placement 30 minutes after insertion. There was no bleeding noted on the x-ray, but it was found that the catheter needed to be pulled back for optimal placement. In order to reposition the catheter, a steri-strip that had been applied to the catheter to prevent movement had to be removed from the catheter. A staff member removed the steri-strip from the catheter causing the catheter lumen to split which in turn caused backflow of blood through the catheter. The catheter was immediately clamped. The infant involved did not suffer any adverse effects and was found to be in stable condition.